Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The foreign distributor was shipped a replacement uim to repair the device and return it to service. The alleged faulty uim was received by carefusion on (B)(6) 2015, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a f/u medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an email from the distributor in the (B)(6). "No patient involvement uim (B)(4) sn (B)(4) uim on avea (B)(4) unit doesn't start up, lcd gets stuck in boot. Black screen + some led indicators. Unit doesn't complete post".